Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 31 jan 2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlated to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that drawer 6 had consistently failed and the pocket function also malfunctioned a field service engineer replaced the drawer controller board and the row board cables on the auxiliary drawer 6 the drawer was then tested in test mode to confirm proper operation the system functioned as intended after the field service engineer repaired the device

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 6 repeatedly failed along with the pocket. The pharmacy technician would recover the pocket, but it would fail again after a few minutes. Nothing in that drawer was opening. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.